Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. Alleged failure: plugged into the wall and cause sparks. Probable root cause: console fuses fail to break circuit due to excessive mains current leading to fire. Isolation power supply failure. Use error: console is sterilized or disinfected. Use error: console cleaned with incompatible products. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device sparked.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device sparked.